Event description:
Health fraud report regarding promotion of invalidated heavy-metal testing. (B)(6), fnp-c in (B)(6) appeared on ktvo television (B)(6) 2025 claiming 22 patients tested "alarmingly high" for lead and cadmium using doctor's data, inc. Provoked (post-chelation) urine tests and implied a local poisoning issue. News story: https://ktvo.com/news/local/ottumwa-nurse-says-22-patients-all-tested-high-for-lead-and-cadmium-over-3-year-span a chelating agent is given first, artificially increasing excretion but results are graphed against non-provoked reference ranges. Doctor's data conceded in a 2017 legal settlement: "it is not appropriate for a doctor to use a provoked test to tell people they have heavy metal poisoning" and provoked testing "should not be the sole basis for recommending chelation therapy." Settlement: https://quackwatch.org/wp-content/uploads/2017/07/dd_suit_settlement.pdf american college of medical toxicology (2013): provoked urine testing is not valid for diagnosis or screening. Https://www.acmt.net/_library/positions/acmt_position_statement_-_post_chelator_challenge_urine_metal_testing.pdf these tests and follow-up chelation treatments are almost never covered by insurance and cost patients hundreds to thousands out-of-pocket. I have also reported to (B)(6) board of nursing, (B)(6) ag consumer protection, ftc, and cms oig. Thank you.